Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the surgery. Further analysis revealed cuts in the insulation and deformations of the outer conductor coil which most likely occurred during the explantation procedure. Blood penetrated the lead in the cut areas. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Both leads dislodged; one right after implant and the other two days later. There were no adverse patient side effects reported and the hospital has retained the leads.